Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on 21-dec-2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6) , lot 30244k, reader sn (B)(6) ). Customer tested negative with an abbott binaxnow rapid antigen test on 21-dec-2023. Customer states they are showing symptoms, but did not specify the type of symptoms.